Manufacturer narrative:
A spacelabs technical support representative reached out to the customer who stated that they had performed a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station had become frozen and non-responsive. There was no patient or user harm associated with this event.